Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted on (B)(6)2015. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)